Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker (pm) went into backup-mode due to electrocautery used during a revision procedure intended to address fractured right ventricular (rv) and right atrial (ra) leads. The fracture was confirmed via unspecified imaging. The patient reported symptoms of syncope due to the fractured leads. The rv and ra leads were capped and replaced on (B)(6) 2024, and the pm was reprogrammed successfully. The patient is recovering.

Event description:
Additional information received indicated the right ventricular (rv) and right atrial (ra) leads also had low pacing impedance as a result of the fracture. The fracture was discovered via a chest x-ray.